Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that she was unaware the insulin pump suspended for 2 hours and her blood glucose level went high. The customer explained she woke up at 3am feeling thirsty and the senor glucose was 206; she calibrated and gave herself a bolus for blood glucose 236 mg/dl. When she woke up in the morning, sensor glucose was 114 and later blood glucose was 144mg/dl, but the sensor was reading 38 and the insulin pump suspended. Troubleshooting was performed advising the customer about the proper insertion and calibration techniques. The sensor and insulin pump will not be returned for analysis.